Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was beeping and the patient did not realize it was the device. Telemetry revealed a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Tachy therapy was reportedly compromised and brady therapy was not too far from being compromised. It was reported that the patient was not pacer dependent and had not been checked in 3.5 years. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicated this crt-d was explanted and replaced. No additional adverse patient effects were reported.